Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high, out-of-range pacing impedance and high capture thresholds. Programming changes were made. The patient was stable throughout.